Event description:
It was reported that the 8mm medium-large clip applier had a broken missing piece. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.